Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed. Patient was asymptomatic and no other anomalies were reported. Programming changes were recommended. No further information was provided.

Event description:
New information received on may 31, 2018 notes that post-paced t-wave oversensing was observed again in clinic on (B)(6) 2018. Programming changes were made. The patient remained asymptomatic. The patient's weight is unknown.